Manufacturer narrative:
(B)(4).

Event description:
It was reported that" (B)(6) 2025, the ars was found leak during use on the patient." The user changed to a new set to complete the procedure. There was no patient harm ro injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that" on (B)(6) 2025, the ars was found leak during use on the patient." The user changed to a new set to complete the procedure. There was no patient harm ro injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one arrow raulerson syringe (ars) for analysis. The lidstock included all other components of the kit except the introducer guide wire. Signs of use, such as biological material, were observed inside the ars. Visual inspection of the ars did not reveal any anomalies or defects. The returned sample was functionally evaluated using the 18-gauge introducer needle provided in the returned kit, per the instructions for use provided with this kit. The IFU states, "insert introducer needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The ars was able to draw and aspirate water with and without the introducer needle attached. No leaks or excessive air buildup were observed. The module requirement document for raulerson syringe (amrq-000113 rev.03) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and snapped back into a position = 1cc from the starting position. Therefore, the internal valves of the ars were functioning as intended. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The customer report of a leaking ars could not be confirmed through investigation of the returned sample. Functional testing of the returned ars revealed no obvious defects or anomalies. The ars was able to draw and aspirate water with and without a 18ga introducer needle provided in the returned kit and passed all relevant additional testing, and a device history record (DHR) review was completed with no relevant findings. Based on the sample received and the customer report, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.